Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, lump/nodule and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: "a lump," further clarified as "knot was the size of a marble," "necrosis" "experiencing pain in both breasts, and 'capsular contracture, [baker grade unknown]" and feel "very hard". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "a lump," further clarified as "knot was the size of a marble," "necrosis" "experiencing pain in both breasts, worse on the left and 'capsular contracture, [baker grade unknown]" and feel "very hard". Device remains implanted. This record is for the left side.